Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 4cm malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician advanced the device to the target area and fully deployed the stent without issue. However, the stent failed to expand. The stent was kept in place and another wallflex biliary rx stent was implanted within the first stent to expand the stenosis and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent failed to expand. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 4cm malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician advanced the device to the target area and fully deployed the stent without issue. However, the stent failed to expand. The stent was kept in place and another wallflex biliary rx stent was implanted within the first stent to expand the stenosis and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex biliary rx stent delivery system was returned for analysis. A visual examination of the returned device found that the stent had been deployed and was not returned. No issues were noted with the profile of the delivery device. Device analysis could not determine whether the condition of the returned device was consistent with the complaint incident that the stent failed to expand since the stent was not returned. The cause of the reported stent malfunction was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.